Manufacturer narrative:
Return of the product has been requested for evaluation. Product has not been received.

Event description:
It was reported to covidien that the dome was rupturing when they are flowing at about 4 liters. Occurred during by-pass surgery, the inaccurate reading set the pump to coast disrupting the blood flow to the pt. They had to hand crank the pump until they removed the sensor.